Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level at time of incident: 370 mg/dl. Patient's current bg: 474 mg/dl. Customer reports they do not feel okay to troubleshoot. To treat for high blood glucose, customer has changed her set and is trying to give herself insulin with the pump. The insulin pump will not be returned for analysis.